Event description:
Per the clinic, the patient developed mastoiditis and bacterial infection (specific date not reported); subsequently was treated with antibiotics (specific type, date and duration not reported). The device was explanted on (B)(6) 2026 and was reimplanted with another cochlear device during the same surgery in the contralateral ear.